Event description:
It was reported that noise and non-sustained ventricular oversensing was observed on the right ventricular (rv) lead. Programming changes were made. Further information was not received.

Event description:
New information received notes the patient was stable, and the most recent transmission showed no non sustained right ventricular oversensing.